Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The main circuit board and pneumatic block were replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device did not power on. During evaluation, the device failed to complete its internal self-test and displayed an error message (sf82) related to an alarm system fault and an error message related to atmospheric pressure measurement. The device was not in patient use when the reported event occurred.

Event description:
It was reported to resmed that an astral device did not power on. During evaluation, the device failed to complete its internal self-test and displayed an error message (sf82) related to an alarm system fault and an an error message (sf115) related to atmospheric pressure measurement. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the reported device did not power on. Review of the device data logs confirmed the reported sf82 and sf115. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an isolated component failure within the device main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).